Event description:
While doing a leep [loop electrosurgical excision procedure] procedure, dr. Was using a large shallow fischer cone biopsy excisor and smoke filled the vagina. She immediately stopped using it and double checked that patient was grounded properly and that suction was connected. The large shallow excisor was removed from the pencil and wire was found to be no longer intact. Dr. [Redacted] ensured that patient was safe and not injured. The procedure continued with a different excisor which worked accordingly. Patient was then moved to stretcher and brought to pacu with no other issues. [Redacted] per or staff, a complaint was filed with cooper surgical this morning. Waiting for a response from the manufacturer. [Redacted] regulatory specialist at [redacted] confirmed "there was no patient harm that occurred. It is not reportable to [redacted] dph [department of public health], but it is being considered as a joint commission sentinel event due to smoke in or. Site notified by supply chain that if any portion of the product is still available, send to risk management and do not release to vendor. Manufacturer response for large shallow cone biopsy excisor, large shallow cone biopsy excisor (per site reporter).